Manufacturer narrative:
The patient sample was provided for investigation. Upon initial investigation of the sample, the customer's results could be reproduced. Investigations are ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient tested with elecsys rubella igg and elecsys rubella igm on a cobas e 411 immunoassay analyzer. The results did not agree with values measured on a siemens analyzer. The elecsys results were reported outside of the laboratory. This medwatch will apply to the rubella igm assay. Please refer to the medwatch with patient identifier pt-72619 for information related to the rubella igg assay. The sample was tested on the e411 analyzer, resulting in the following values: run 1 on 25-jul-2022: rubella igg = 20.67 iu/ml (reactive), rubella igm = 0.407 coi (non-reactive) run 2 on 25-jul-2022: rubella igg = 23.71 iu/ml (reactive). Run 3 on 26-jul-2022: rubella igg = 23.46 iu/ml (reactive), rubella igm = 0.415 coi (none-reactive). The sample was repeated on a siemens analyzer, resulting in the following values: rubella igg = 4.79 iu/ml (non-reactive) rubella igm = 3.6 (no unit provided, reactive) the patient's avidity was negative. The customer noted that the patient had similar values with the siemens method prior to the patient's pregnancy. The same patient sample was tested with an unknown rubella igm elisa test, which resulted in a negative. The patient is "probably" vaccinated. No further information could be provided any further information. The patient has had no known rubella infection in the past. The patient had no symptoms. Amniocentesis was performed on the patient based on the siemens rubella igm result. Pcr testing was performed on the patient's amniotic fluid and this was negative for rubella rna. The amniocentesis took place on the 20th week of patient pregnancy (2nd trimester). The serial number of the e411 analyzer is (B)(4).

Manufacturer narrative:
Further investigations were not able to conclude the patient's status of infection. A follow up sample was requested for further investigations, but none were provided. The investigation could not identify a product problem. The cause of the event could not be determined. The reagent performed within specification.